Event description:
Same journal article as MDR ID: 2134265-2013-02506 and 2134265-2013-03114. It was reported via journal article that during a 12 year analysis of carotid artery stenting procedure some of the patients experienced transient ischemic attacks, minor stroke, major stroke, bradycardia, hypotension, hyperfusion syndrome, vessel spasm and in-stent restenosis. The nexstent carotid stent was used in 14 of the 683 procedures. It is unknown if any of the nexstent devices were involved in the patient complications.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).